Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The actual wbc count of the platelet product was unavailable. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. Analysis of the rdf did not indicate an obvious root cause for the elevated wbc content. Although not definitive, signals indicate it is possible that incorrectly entered donor stats may have contributed to the onset of the overloading of the lrs chamber just prior to the scheduled chamber purge. Based on the available information, it is possible that this leukoreduction failure could also be donor-related. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.